Manufacturer narrative:
Manufacturer's investigation conclusion. Analysis of the submitted log files confirmed events that were consistent with the report that the pump was temporarily unable to restart, following a controller exchange. A specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 left ventricular assist system (hm3 lvas), serial number mlp-018197 could not be conclusively established through this evaluation. The lvad periodic log file captured data at 1-hour time intervals, however, the final entry was captured 1 hour and 18 minutes later at 11:22:18, meaning power to the pump was re-established at 10:22 after the controller exchange. The lvad event log file contained numerous lift_off and rot_displ fault flags without any apparent flow through the pump. This data indicates that the pump was off during the entirety of the captured data, roughly 5 minutes. Elevations in pump current (lvad monitor iimc) were captured during these events, over 400 ma (maximum of 1240 ma). The maglev monitor mode appeared to be alternating between rollon, bearon, and pwroff. The controller event log file contained data that started with the pump off after the patient¿s controller was exchanged and the driveline connected. Despite the driveline being reconnected, the pump did not resume operating at the set speed until approximately 10:34:24, meaning the pump was off for at least 2 minutes attempting to start up. These events were associated with lvad off, low flow, and low speed alarms. From 10:34:28 through the end of the file, the system operated as intended at the set speed. Based on the data from the four log files, the pump re-established power after the controller exchange at 10:22, and although no data was captured between 10:22 and 10:29, the pump was not captured functioning at the set speed until 10:34:24. Therefore, it is likely that the pump remained off and attempting to start-up during the 12-minute span between 10:22 and 10:34 on (B)(6) 2022. These events appear consistent with the pump having difficulty restarting; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 7 of this IFU provides an explanation of all alarms, including pump off alarms. The IFU explains that when the pump has stopped running, ¿call hospital contact¿ and ¿low flow¿ alternate on the system controller screen, and the green ¿pump running¿ symbol is black. Actions to resolve the alarm are also outlined in this section. The hm3 lvas patient handbook, rev. D, is also currently available. This handbook also provides an explanation of all alarms, including and pump off alarms. The relevant sections of the device history records for mlp-018197 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-11457. It was reported that the patient came into the clinic with a 'power cable disconnect' message and a yellow light illuminated on the patient's white lead. They stated that they attempted to change their system controller at home and the backup controller didn't start as intended so they switched back to their primary controller, which had the recurring alarm. The alarm stopped when they were connected to wall power. An additional review of the log files revealed that the pump took 2 minutes to start up. The pump had multiple pump flag faults.